Event description:
A customer contacted beckman coulter regarding erroneously elevated accu tnl results on multiple samples that were generated by the unicel dxl 800 access instrument the elevated accu tnl results wee all above 0.50ng/ml (see b6). The results were not reported out of the lab. The customer re-centrifuged and re-tested the original samples for accu tnl. The repeated accu tnl results were all less than 0.20ng/ml (see b6). The customer did not provide info if repeated results were reported out of the lab. No info was provided if the elevated results were from separate pts. No additional info regarding this event was provided. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.